Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on routine rounding, tracheostomy physiotherapy team reported that the suction aid port was not working. It was noted that there was a crack in the suction port. Tracheostomy tube had been inserted approximately 14 days prior. Duty intensivist notified and patient was fasted for an urgent tracheostomy tube change and trach tube was changed out.

Manufacturer narrative:
Other, other text: additional information: h6 - health impact codes. H3, h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the suction connector seems to be without any defect. Then a luer slip syringe was inserted into the connector and a crack in the connector split line was observed. The complaint was confirmed. Root cause of this defect is currently unknown. It could be a molding defect or excessive force used when the connector was connected with a syringe during use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken at this time. This issue will continue to be monitored and further actions taken accordingly.